Event description:
Customer reported to baxter (B)(4) of a transfer set in which one of the lines that goes into the housing came out during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a transfer set in which one of the lines that goes into the housing came out during infusion was confirmed during sample evaluation. One actual defective sample was available for evaluation. The reported condition was confirmed during visual inspection. The lines were crimped off; therefore, no functional tests could be performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.